Event description:
It was reported that during a non-tortuous, mildly calcified, eccentric, de novo, proximal, left anterior descending artery stenting procedure, during post-dilation of a non-abbott stent, the nc trek balloon delivery catheter was advanced without resistance. The nc trek balloon ruptured with the first inflation at 14 atmospheres. The nc trek balloon delivery catheter was removed without difficulty and a non-abbott balloon was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, stent: integrity 2.5x18. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.